Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and other manufacturer lead had an alert for out of range high pacing impedance values. Technical services discussed that the presenting was clean, and for them to bring the patient in to further troubleshoot or increase the alert value and monitor. No additional adverse patient effects were reported.